Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that three months after device implant, there were no improvements in the patient's health condition. Additional information received from the patient and a manufacturing representative. It was reported that on saturday, the patient experienced relief during the day, with only mild discomfort in their calf during the night. They took tramadol twice per day, and 2.5 gabapentin pills. On sunday, the patient experienced pain in their lower back and calf during the day rated at 6/10. At night, pain increased to 8/10. On monday at night, their pain increased to 10/10. On wednesday they adjusted their therapy to 2.7 and reported an onset of pain, for which tramadol was taken. At 9:00 a.m. The patient experienced neck, back, and calf pain. The patient reported feeling "unusual full-body sensations" and were unable to sleep, so the device was turned off. On thursday the therapy was adjusted to 3.0 and the patient experienced stiffness and soreness in their calves, described as similar to post-exercise muscle fatigue. At noon they continued to experienced calf stiffness. It was noted that a representative met with the patient in february; their understanding was that the patient was doing ¿ok¿ but not getting as much relief as during the trial. The representative noted that the location of the patient's pain seemed to always be changing and that they were unsure if the ins was helping or possibly even causing the patient's pain. The representative saw the patient in april and the patient had stimulation everywhere they had pain. The representative set it up with dtm like they had during the trial, and also tried hd and "a little tonic scs" and nothing seemed to work. When asked about their trial results, it was unclear if it really helped as well as the patient was now saying. Additional information received from a manufacturer representative, the patient, and the patient's family member. It was reported that the patient was still in pain and continued taking pain medication daily. The "base" was set at 2 and the "prime" was at 1.8. They had to lower the settings to help reduce the pain; the patient was still experiencing pain, but if the numbers were increased, the pain became worse. They continued to have lower back pain, and the pain in the patient's legs was severe, including tightness and a burning sensation. In group a, while the "base and prime" settings were higher, the patient experienced a burning sensation in their lower back and calves. On the morning on (B)(6) 2026, when the patient switched to group b, the default setting was at 1.4 ma. By approximately 5:00 p.m., the burning sensation had spread throughout the patient's entire body, so they decided to turn the device off and had kept it off since then. They were going to set up group b with the intensity at 1.6 and the frequency at 60 and they also reprogrammed group a with the "base" set at 1.6 and "prime" at 1.4. However, the group they were to mainly be working with during the weekend was group b; they were to monitor how the patient responded to these settings. It was later reported that neither group a or group b "nor with both at the same time after 5 months" the patient did not see any improvement. The patient reported that their current situation was worse than when the ins was implanted. The patient did see improvements during the trial; they had 40-50% relief and they didn't need to take tramadol. With the permanent ins they could not stop taking medication at least twice per day and they still had a lot of discomfort. The patient was "harmed" in this process. The patient had concern regarding the lack of results and noted that their physical condition and quality of life had worsened considerably; the patient continued to suffer severe pains, difficulty walking, trouble sleeping, severe pain in their legs and calves that they didn't have before, and strong electrical sensations when the ins was active. Their health continued to deteriorate and the patient's main concern was no longer only the device, but the physical and emotional consequences the situation was causing them. They wanted to find a real solution that allowed them to recover their quality of life. The ins was not working and causing the patient "so much pain and other inconveniences."

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.